Event description:
It was reported that the customer's device would no longer detect a connected defibrillation therapy cable assembly. Without this detection, the device would not have the ability to deliver defibrillation energy to a patient, if needed.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio then replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed therapy connector assembly and observed that when the j23 ribbon cable within the assembly was moved, it failed the continuity test.